Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant. In addition, it was being installed in intraoral region #14, 50ncm of primary stability was achieved and the patient presented bone type ii.